Event description:
It was reported that this patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system was admitted to the hospital after receiving an inappropriate shock. An x-ray confirmed the electrode was dislodged. This electrode was then explanted and replaced. The electrode is expected to be returned boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did note that there were melt marks observed on the shocking coil.

Event description:
It was reported that this patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system was admitted to the hospital after receiving an inappropriate shock. An x-ray confirmed the electrode was dislodged. This electrode was then explanted and replaced. The electrode is expected to be returned boston scientific. No additional adverse patient effects were reported.